Manufacturer narrative:
The glidescope avl monitor along with a glidescope avl baton 3-4 were returned to verathon for evaluation. The technical service representative plugged the returned video monitor into ac mains and the charge led was solid red. The video monitor was allowed to charge fully and testing continued. The returned video baton was connected to the video monitor and the image produced was clear, with proper color rendition and distinct lines. The video baton produced a clear image when the video baton cable was manipulated. The video monitor passed all tests and was returned to the customer. The returned video baton had damage around the camera housing, which did not affect the image production. Due to the damage, the customer elected to purchase a new video baton and the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the video monitor would not turn on. Reportedly when the video monitor did power on the video monitor would not display an image but would briefly display static and green lines. Reportedly the biomedical engineer tested the video monitor but could not get it to power on, the charge led was solid red. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.